Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: n/a. This spontaneous case, reported by a consumer via company representative to report an adverse events, concerns a 10-year-old male patient of unknown ethnicity. Medical history included type 1 diabetes mellitus since (B)(6) 2020. Concomitant medications was none. The patient received human insulin (rdna origin) injections (humulin r) from cartridge via reusable pen humapen luxura half-dose (hd), at an unknown dose and frequency, via unknown route for the treatment of type 1 diabetes mellitus beginning on an unknown date. On an unknown date, he experienced hypoglycemia but he did not yet have the sensor that measured glycemia, so with only measurements by glucometer, the many periods of hypoglycemia during the day escaped. On (B)(6) 2020, while on human insulin therapy, he lost balance and began to fall and immediately the eye problem was noticed, but only a few hours later, in the hospital (it was not confirmed whether the patient hospitalized for cranial sixth nerve palsy or not), the right eye was completely paralyzed; diagnosed with cranial sixth nerve palsy which caused by frequent hypoglycemia due to which he underwent surgery for cranial sixth nerve palsy. The patient was subsequently declared sensitive to insulin. Hence the use of the pen with half units. The patient had been using humapen luxura hd for 5 years (improper use and storage). The events hypoglycemia and cranial sixth nerve palsy was considered serious by the company due to its medically significance reason. Information regarding the other corrective treatment was none. The outcome of the events and human insulin therapy status were not provided. The operator of the humapen luxura hd was the mother of the patient, and her training status was not provided. The general humapen luxura hd model duration of use and the suspect humapen luxura hd duration of use was 5 years. Humapen luxura hd return was not expected. The reporting consumer did not provide an opinion of relatedness between the events and human insulin therapy and humapen luxura half-dose. Update 23-sep-2025: additional information was received on 18-sep-2025 from the reporter in response to action item questionnaire. Added start date of medical history type 1 diabetes mellitus and onset date of event vith nerve paralysis. Details regarding the events was mentioned in narrative. Accordingly updated narrative with new information. Update 07-oct-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Updated information in narrative about improper use and storage. Updated lss analysis summary in device tab. Ius changed from "no" to "yes" in device tab. Device available for evaluation updated to "no".

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: the reporter stated the patient started using the device 5 years ago. There was no product complaint for the device, and the device was not returned for investigation. There was evidence of improper use of the device. The device model duration of use and suspect device of duration was 5 years. The user manual states "do not use your pen for more than 3 years after the first use or past the expiration date on the carton."